Event description:
No additional information has been received after two follow up has been completed.

Manufacturer narrative:
MDR b5 field updated. H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend-related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a health authority on behalf of health care professional stating that the consumer experienced burning, eye pain or soreness, severe redness, scratch on black part of eye or corneal abrasion, ocular discomfort or chafing after wearing the contact lens in right eye. The consumer scheduled a follow-up visit and received trail lens, after wearing it, consumer experienced discomfort, significant redness, and soreness. The consumer removed the lens as soon as they felt worse and visited the hospital with severe redness and numerous corneal abrasions on the cornea was found. If bacteria had settled there, it could have progressed into a severe keratitis, potentially causing permanent damage to the eye and vision. The doctor confirmed this as serious deterioration of health. The doctor suggested not to wear lens and prescribed with unspecified artificial tears and a follow-up was scheduled after two weeks. The current status of the consumer's eye is symptoms resolved at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).